Event description:
It was reported that during routine follow-up this pacemaker was found to be in safety mode. Device replacement was scheduled for (B)(6) 2025. No adverse patient effects were reported. No separate report of device replacement was received; however, the device was returned, and analysis is in progress.

Event description:
It was reported that during routine follow-up this pacemaker was found to be in safety mode. Device replacement was scheduled for (B)(6) 2025. No adverse patient effects were reported. The device replacement has not been confirmed as of the date of this report.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, communication with this device could not be established via a programmer. Engineers determined that the device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. A gradual increase in power consumption was also noted. It was determined that a capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that during routine follow-up this pacemaker was found to be in safety mode. Device replacement was scheduled for (B)(6) 2025. No adverse patient effects were reported. No separate report of device replacement was received; however, the device was returned for analysis.